Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed upon power up. However, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The digital board was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.